Manufacturer narrative:
Reference MFR report # 2916596-2016-00043 for the report of the patient's previous pump exchange for suspected thrombus. (B)(4). Approximate age of device ¿ 1 year and 3 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was initially implanted on (B)(6) 2009 and received a pump exchange on (B)(6) 2015. It was reported that the patient presented with complaints of dark urine, and had an elevated lactate dehydrogenase (ldh) of 4294 u/l on (B)(6) 2017. A heparin drip was initiated, and the patient was transferred to another implanting center due to suspected pump thrombosis on (B)(6) 2017. The patient¿s ldh was 3273 u/l on (B)(6) 2017. The pump was explanted on (B)(6) 2017 and exchanged with another manufacturer's device. The patient subsequently expired on (B)(6) 2017, while being supported by the other manufacturer's device. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the pump upon disassembly revealed depositions of loosely coagulated blood within the inflow and outflow conduits and on the body of the rotor. The depositions were unstructured, not adhered to the device, and lacked both lamination and denaturation, indicating that they had developed acutely and were not likely present while the pump was supporting the patient. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported signs of hemolysis could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.